Event description:
Four months post procedure it was determined that an area of skin on an african american was depigmentated in the area of the electrosurgical pt plate. Area is rectangular, the shape and size of the grounding plate.